Event description:
It was reported via repair work order that the footrest will not latch in the closed position due to a bent mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footrest will not latch in the closed position due to a bent mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results. Conclusion: the issue was resolved for the customer by shipment of a wall saver recliner mechanism. Visual and functional inspection was allegedly performed by an unidentified individual of (B)(6).